Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with peritoneal dialysis therapy. The cause of the hernia was reported to be abdominal pressure. The patient was hospitalized for the event and underwent a hernia repair surgery. Fifteen days after admission, the patient was discharged from the hospital and was reported to have recovered from the umbilical hernia. Dianeal therapy was ongoing. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: as the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.